Event description:
Report received from the USA stating the motor device was "heating up." The reporter could not clarify if the device was used in surgery. No injuries or medical intervention was reported. There was no additional info provided.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed.